Event description:
Customer reported that the 840 ventilator had a blank screen. Covidien customer support engineer inspected the device and found the backlight inverter connection to the graphical user interface cpu was loose. The cables were reconnected. The ventilator passed all testing.